Manufacturer narrative:
Patient code: 2692 to 3191: previous code not applicable, iol in ac. Claim#: (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a cq2015a intraocular lens was implanted into the patients eye in 2001. Surgeon reported that "after 18 years pc iol subluxes into ac because haptic broke." Reportedly noted by surgeon; "patient gave history of trauma 1 year ago in airplane; where luggage hit eye but makes no sense that such a incident would amputate haptic." Surgeon will take patient back to surgery to remove damaged iol; do vitrectomy put 2ry (secondary) iol. Surgeon reports "medical records are 15 yrs. Old so not available. Patient in no distress; iol partially in ac." The lens was exchanged on (B)(6) 2019. Patient doing well. Claim# (B)(4).

Manufacturer narrative:
Serial number, expiration date, unique identifier (uid) number: unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Implanted date: 2001. Claim # (B)(4).

Event description:
The reporter indicated that a cq2015a, intraocular lens was implanted into patient's eye in 2001. Surgeon reported that "after 18 years pc iol subluxes into ac because haptic broke. Reportedly noted by surgeon, "patient gave history of trauma 1 year ago in airplane, where luggage hit eye. But makes no sense that such incident would amputate haptic." Surgeon will take patient back to surgery, remove damaged iol, do vitrectomy, put 2ry (secondary) iol. Surgeon reports "medical records are over 15 yrs old so not available. Patient in no distress, iol partially in ac." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Explant date: unk . Patient code 3191: secondary surgical intervention; explant. Claim#: (B)(4).

Manufacturer narrative:
Additional information: required intervention to prevent permanent impairment/damage. Explant date: (B)(6) 2019. Patient code 3191: secondary surgical intervention exchange. (B)(4).